Manufacturer narrative:
An investigation was carried out and determined that sars-cov-2 results on the alleged run #2727 is considered to be a true positive since the sars-cov-2 curve is showing real amplification. The flu a result on the same run was confirmed to be false positive due to abnormal curves. It is possible a minor tube leakage could happened during this run and affected the flu a result calling. However, the cause of this potential false positive flu a result could not be clearly identified because of the limited run data provided by the customer. The customer has continued to use the analyzer and has not had any other issues. A reagent investigation was performed and no product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us questioned the positive results for influenza a and sars-cov-2 generated with the cobas sars-cov-2 & influenza a/b test for use on the cobas® liat® system sn (B)(4) during the initial test run. The first re-test of the same sample with the same test on the same cobas® liat® system tested negative results for influenza a/b and positive for sars-cov-2. The second retest of the same sample with the same test on a different cobas® liat® system sn (B)(4), generated negative results for influenza a & b and positive for sars-cov-2. The third retest of the same sample with the cobas influenza a/b assay on the cobas® liat® system sn (B)(4), generated negative results for influenza a & b. Customer indicated that the results were not reported out yet, but planned on reporting the sars-cov-2 positive and influenza a/b negative. No harm is alleged. An investigation was carried out and determined that sars-cov-2 results on the alleged run #2727 is considered to be a true positive since the sars-cov-2 curve is showing real amplification. The flu a result on the same run was confirmed to be false positive due to abnormal curves. It is possible a minor tube leakage could happened during this run and affected the flu a result calling. However, the cause of this potential false positive flu a result could not be clearly identified because of the limited run data provided by the customer. A reagent investigation was performed and no product problem was identified.